Event description:
The patient was undergoing a laparoscopic sigmoid colectomy. During the procedure, the yankauer tip of the suction handpiece broke off. The patient was not injured as a result of this incident.